Event description:
It was reported that during a 3dimension mammography system procedure on may 19, 2026, the user pressed the control button to activate the gantry. At the time of activation, the system generated a vta/vertical travel assembly error code. The procedure was completed successfully with the same device. There was no reported injury, adverse health consequence, or impact to the patient or user. A hologic field service engineer (fse) was dispatched to the site for evaluation. The fse performed corrective actions and operational testing was subsequently conducted to verify system functionality. Upon completion of service and verification activities, the system was confirmed to be operating within specifications and was returned to clinical use. Upon follow-up with the fse, it was confirmed that sparks were observed in addition to a burnt and broken 90v line cable. There was no impact to user or patient.